Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001825034 - 2017 - 07704, 0001825034 - 2017 - 07705. Concomitant medical products: 192013 echo por fmrl nc 13x145mm lot# 751010, 010000664 g7 pps ltd acet shell 54f lot# 3790818, 650-1161 delta cer fem hd 32/+3mm t1 lot# 2016021417, 110003619 biolox delta cer lnr 32mm f lot# 3230050. Report source: foreign. The study occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient suffered fascia rupture. The patient subsequently underwent a procedure for suture of fascia. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via clinical operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.